Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the needle mechanism in the deployed position. The pod data shows the pod was deactivated after completing priming. Pod data was free of timeouts and drive stalls. Inspection of the pod did not find any abnormalities that would cause the pod to deploy early. The exact timing of the needle deployment cannot be determined. The exact cause of the user reported event could not be determined.